Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer performed recalibration, ran quality controls and later replaced the electrode, after which the system operated as expected for several days, but the chloride problem reoccurred. Due to the ongoing issue, a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse cleaned the waste line to the waste drain, treated the o-rings with lubricant and aligned the sample-dilution probe (dpp). The cse found that the dilution washer dryer (dwud) nozzle was not washing properly and installed the solenoid valve (cev6). The cse then cleaned the nozzles and checked their positions. The cse replaced the sampling and reagent wash pump (srwp). The cause of the discordant, falsely elevated chloride (cl) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride (cl) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride result.